Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was experiencing overstimulation when sitting down and was causing discomfort. The patient underwent an ipg explant procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.